Event description:
A lot of metal flakes were in the joint while running at 8,000 rpms in reverse direction. The dr. Did have a backup abrader to finish the case. Most of the shedding was removed.

Manufacturer narrative:
(B) (4): during our evaluation, the blade was tested in a mdu the correct direction and no problem found.(B) (4)